Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device didn't solve the patient's problems. The device only worked for about the first 2 weeks after surgery and stopped working about mid-november 2015. The patient would have colostomy surgery and the device explanted on (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0rn4u, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0rn4u, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. In the last couple of days, the patient's symptoms had returned. The patient could barely feel stimulation or couldn't feel stimulation and therapy was on, set on program 1 at 1.3v. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The patient kept a voiding diary during the trial, but didn't keep one now. The patient was going to follow-up with their health care provider (hcp) to let them know they had a return of symptoms and ask if they should increase stimulation. The patient increased stimulation to 1.4v and now felt stimulation. The consumer further reported that the patient talked to their managing hcp about the return of symptoms and lack of stimulation. The patient saw their hcp again after christmas. There were no changed that led to the return of symptoms and lack of stimulation, it was just that the patient's situation was due to severe trauma during childbirth years ago. The step taken to resolve the return of symptoms and lack of stimulation was that the patient had surgery scheduled in (B)(6) as it was the only option. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.